Event description:
Infusion inaccurate. Delivery is fine but not the correct rate. An infusion set at a rate of 999.9ml/hr took longer than an hour. No pt injury.

Manufacturer narrative:
The evaluation is currently underway. The device history of this pump was reviewed. The pump has not been serviced by b. Braun medical since it's purchase in 11/2005. A follow-up report will be initiated when the evaluation is complete.